Event description:
During a follow-up in clinic, there was oversensing noted on the right atrial (ra) lead due to noise. Lead insulation damage was alleged to be the cause. Lead replacement is anticipated, and the patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.